Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal seal for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, a piece of the universal seal broke off and fell into the patient. The customer was able to retrieve the fragment during the same procedure and continue with the case. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.